Event description:
Note: this report pertains to one of the two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01101 for the other associated device information. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in 2009. According to the complainant, the first two clips opened, but failed to deploy. The physician completed the procedure with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported malfunction is undetermined.